Event description:
A report received from another country indicated a pt incurred a dissection during a percutaneous intervention to the superficial femoral artery. The pt's medical history includes hypertension and osteoarthritis in the knees. The target lesion was the proximal, mid and distal superficial femoral artery described as straight, de novo, 5.8x170mm long of which 76mm was 51% occluded. It was located 9mm above the patella. There was no thrombus present. For treatment of the lesion, a cordis opta pro balloon was used (5.0x40mm and 6.0x40mm) at a maximum pressure of 10 atms for a residual stenosis of 23%. A dissection occurred at the lesion site and distal to the lesion; the dissection flap was angioplastied. The pt was discharged the following day. It was also reported the pt was hospitalized one year later for bowel problems. No further info was provided.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. Add'l info will be submitted within thirty days upon receipt.